Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reports high residual astigmatism post-lasik mixed astigmatism surgery, both eyes, one patient. Pre-operative, intra-operative and postoperative information was provided. Also provided were pre-operative topographic maps. One week post op information provided shows induced astigmatism and loss of bcva. The left eye, of this patient, will be reported under manufacturer report# 3003288808-2011-00023.